Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a pump error alarm. The customer's blood glucose was 7.8 mmol/l at the time of incident. It was stated that the alarm reoccurred after restarting the insulin pump. Troubleshooting was not performed and the device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with insulin flow block or occlusion or no delivery alarm anomaly. Device seats immediately upon priming. Problem isolated to the motor or force sensor. Unable to perform rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and displacement test due to motor or force sensor anomaly. No this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement noted during testing.